Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their modular core analyzer. The customer stated they were having trouble with the ise calibration and quality control. The customer changed all the reagents, checked the syringe for bubbles, removed and checked the electrodes, re- inserted the electrodes, and primed several times. The calibration was still not right and the quality control was out. The customer provided data for 84 patients, of which 21 had discrepant results that were reported outside the laboratory. Repeat testing was performed on another modular analyzer with serial number (B)(4). Patient 1 had an initial potassium result of 3.2 mmol/l. The repeat result was 4.1 mmol/l. Patient 1 had an initial chloride result of 78 mmol/l. The repeat result was 104 mmol/l. Patient 2 had an initial sodium result of 132 mmol/l. The repeat result was 141 mmol/l. Patient 3 had an initial potassium result of 3.3 mmol/l. The repeat result was 4.0 mmol/l. Patient 3 had an initial chloride result of 88 mmol/l. The repeat result was 106 mmol/l. Patient 4 had an initial potassium result of 3.4 mmol/l. The repeat result was 4.4 mmol/l. Patient 4 had an initial chloride result of 79 mmol/l. The repeat result was 104 mmol/l. Patient 5 had an initial sodium result of 124 mmol/l. The repeat result was 139 mmol/l. Patient 5 had an initial potassium result of 3.1 mmol/l. The repeat result was 4.0 mmol/l. Patient 5 had an initial chloride result of 77 mmol/l. The repeat result was 100 mmol/l. Patient 6 had an initial sodium result of 125 mmol/l. The repeat result was 144 mmol/l. Patient 6 had an initial chloride result of 89 mmol/l. The repeat result was 103 mmol/l. Patient 7 had an initial potassium result of 3.6 mmol/l. The repeat result was 4.6 mmol/l. Patient 7 had an initial chloride result of 76 mmol/l. The repeat result was 99 mmol/l. Patient 8 had an initial potassium result of 3.3 mmol/l. The repeat result was 4.1 mmol/l. Patient 8 had an initial chloride result of 80 mmol/l. The repeat result was 100 mmol/l. Patient 9 had an initial chloride result of 93 mmol/l. The repeat result was 105 mmol/l. Patient 10 had an initial sodium result of 123 mmol/l. The repeat result was 142 mmol/l. Patient 10 had an initial potassium result of 3.5 mmol/l. The repeat result was 4.3 mmol/l. Patient 10 had an initial chloride result of 83 mmol/l. The repeat result was 104 mmol/l. Patient 11 had an initial sodium result of 127 mmol/l. The repeat result was 141 mmol/l. Patient 11 had an initial potassium result of 3.9 mmol/l. The repeat result was 4.4 mmol/l. Patient 11 had an initial chloride result of 91 mmol/l. The repeat result was 103 mmol/l. Patient 12 had an initial sodium result of 132 mmol/l. The repeat result was 140 mmol/l. Patient 13 had an initial sodium result of 128 mmol/l. The repeat result was 140 mmol/l. Patient 14 had an initial potassium result of 3.4 mmol/l. The repeat result was 4.0 mmol/l. Patient 14 had an initial chloride result of 86 mmol/l. The repeat result was 103 mmol/l. Patient 15 had an initial potassium result of 3.4 mmol/l. The repeat result was 4.6 mmol/l. Patient 15 had an initial chloride result of 79 mmol/l. The repeat result was 103 mmol/l. Patient 16 had an initial potassium result of 3.7 mmol/l. The repeat result was 4.4 mmol/l. Patient 16 had an initial chloride result of 79 mmol/l. The repeat result was 96 mmol/l. Patient 17 had an initial sodium result of 126 mmol/l. The repeat result was 144 mmol/l. Patient 17 had an initial potassium result of 3.9 mmol/l. The repeat result was 4.4 mmol/l. Patient 17 had an initial chloride result of 89 mmol/l. The repeat result was 104 mmol/l. Patient 18 had an initial sodium result of 123 mmol/l. The repeat result was 141 mmol/l. Patient 18 had an initial potassium result of 3.5 mmol/l. The repeat result was 4.3 mmol/l. Patient 18 had an initial chloride result of 83 mmol/l. The repeat result was 103 mmol/l. Patient 19 had an initial sodium result of 125 mmol/l. The repeat result was 142 mmol/l. Patient 19 had an initial potassium result of 3.9 mmol/l. The repeat result was 4.4 mmol/l. Patient 19 had an initial chloride result of 90 mmol/l. The repeat result was 103 mmol/l. Patient 20 had an initial potassium result of 4.8 mmol/l. The repeat result was 4.3 mmol/l. Patient 21 had an initial sodium result of 131 mmol/l. The repeat result was 138 mmol/l. The customer considered the repeat results to be correct. It was unknown if there were any adverse events. The sodium electrode lot number was p65 and the expiration date was 03/31/2013. The potassium electrode lot number was x86 and the expiration date was 03/31/2013. The chloride electrode lot number was b35 and the expiration date was 03/31/2013. On (B)(6) 2012, the field service representative found an issue with the vacuum nozzle operation. He observed the system's performance. He ran ise checks. He completed multiple ise calibrations and quality controls. He adjusted the vacuum nozzle position. He verified the nozzle dispense for the diluent and internal standard. He replaced the pinch tubing and all electrodes. The system calibration and quality control were within range. The patient correlations were not repeating. On (B)(6) 2012, he replaced the vacuum nozzle, isv8 vacuum control valve, and diluent nozzle. He completed multiple calibrations, quality controls, and a precision test all with results within range. He repeated the patient correlation which correlated well.